Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor reading was 40 mg/dl when the blood glucose was 150 mg/dl, causing the threshold suspend to be activated inappropriately. The customer declined troubleshooting for inaccurate sensor readings.